Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charges and boot up: failed - usb pin(s) from j3 are damaged. Functional test eq-900302-001: failed - cannot perform functional test due to receiver could not boot up and\or communicate with tester. The complaint was confirmed because the damaged usb pin(s) from j3 prevented the receiver from charging the battery and the rx unit will ceases to function.the reported event that the receiver ceased to function was confirmed. The root cause of receiver ceasing to function are the damaged usb pin(s) from j3.